Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was attached to the loader and plunger had not been depressed. The folded seal was in the loader device. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The seal would not fold over so it stayed inside the loader device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.